Event description:
It was reported that the device generated an alert 38 consecutive motor stall after an earlier occlusion, with the user on a steel cannula and having performed a complete supply change and subsequent dry run without issues; connector lot 34077 was reported, and blood glucose at the time was 184 mg/dl. Symptoms included no reported clinical effects. Outcomes included routine monitoring without medical intervention. Investigation included technical support guidance, user education, and functional verification by dry run and supply change using different lot numbers. Investigation of this case revealed successful operation after supply replacement with no recurrent alerts during the session and no identifiable hardware defect observed by the user. It was concluded that the event was consistent with an insulin delivery interruption due to an occlusion and subsequent motor stall that resolved after supply change, with no patient harm.